Event description:
It was reported that the device will only operate in the pacing mode. No other functions of the device are available. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer contacted physio-control and advised that the device was repaired by replacing the integrated circuit chip u28. Proper device operation was observed through functional and performance testing and the device was returned to the end user for use. The device will not be returned to physio for evaluation.

Manufacturer narrative:
(B)(4). Physio-control has not been able to contact the customer regarding the resolution of the reported failure. The device has not be returned to physio for evaluation. The cause of the reported failure could not be determined.